Manufacturer narrative:
H.6. Investigation: bd has been provided with a photo and sample for catalog 30774319 lot 1811167 to investigate for this record. A leakage through the plunger rod was observed in the affected sample. As a result, bd was able to verify the reported issue. Bd concludes that the cause of the problem could was produced because of a damage in the barrel wall. This was produced in the primary packaging machine. Bd concludes that during the mechanical feeding of syringes in the unit packages, one of the tweezers failed and damage the barrel of the syringe during this process. That is the origin of the damage which caused the reported leakage during use. DHR showed no indication of the alleged defect.

Event description:
It was reported that 3 syringes 5ml ls 22x1-1/4 dn emerald were found leaking before use after opening their packaging. The following information was provided by the initial reporter, translated from chinese to english: "it's found that leakage after unwrapped the package."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 syringes 5ml ls 22x1-1/4 dn emerald were found leaking before use after opening their packaging. The following information was provided by the initial reporter, translated from chinese to english: "it's found that leakage after unwrapped the package"